Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, partially disconnected operating light that was sliding out of the spring arm was found during daily checking. According to the provided information, the safety segment was inadvertently removed during a brake adjustment by in-house staff. There was no injury reported, however, we decided to report the issue in abundance of caution as missing safety segment could result in a detachment of fork and dome and as a result of that, could lead to serious injury.

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, partially disconnected operating light that was sliding out of the spring arm was found during daily checking. According to the provided information, the safety segment was inadvertently removed during a brake adjustment by in-house staff. There was no injury reported, however, we decided to report the issue in abundance of caution as missing safety segment could result in a detachment of fork and dome and as a result of that, could lead to serious injury. Based on an information gathered, defective parts (spring arm osp fc9 120-200nm - ard567910874, pwd/hld hd single fork+cupola cables v2 - ard368389555, pwd/hld fork dimmer v. Boost - ard368301556) were replaced and device is back in usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during daily check. A root cause analysis was performed by the subject matter expert at the manufacturing site. Loose spring arm safety sleeve is due to the loosening of the safety screw because of an incorrect initial tightening or a lack of inspection during the installation or the maintenance. To prevent the loosening and the absence of the screw, the installation manual describes how to assemble the safety sleeve, the maintenance manual mention to check for any loose covers and the service protocol mentions to check the presence of the spring arm safety sleeve and the presence of the fixing screw. The loosening and the absence of the safety sleeve screw can lead to the translation of the safety sleeve causing the fall of the light head. To prevent the risk of the separation of the light head, maquet dispatched the informative technical notice n.i.t. 210 reminding the importance of the tightening control after installation or maintenance. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).